Manufacturer narrative:
Manufacturing site evaluation: evaluation ongoing.

Event description:
Country of complaint: (B)(6). It was reported that the physician had to perform a follow up procedure because the sw790t locking screws had loosened and lay in situ. Components in use listed as concomitant devices are: sw790t / s4 set screw new version. Sw561t / s4 pre-bent rod 5.5x70mm hexag. Tip.

Manufacturer narrative:
Investigation: used test and analysis equipment: microscope "keyence- vhx 5000 d" digital-camera "panasonic dmc tz8 we made a visual inspection of the screws. Here we noticed, that the hexagons of all screws are badly damaged. The bottom of the screws are showing different kinds of wear marks: the bottom of screw 52129006 exhibits the typically wear mark of a tilted inserted screw or rod. The bottom of screw 52263422 a exhibits the wear mark of a correct inserted and tightened screw / rod combination. The bottom of screw 52263422 b exhibits the typically wear mark of a screw which was tightened with too low torque. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. Conclusion and root cause: the root cause for the problem is most probable user related. Rational: the bottom surfaces of the screws are exhibiting the typical and well known attributes for handling errors. Corrective action: according to sa-de13-m-4-2-01-010-0, a CAPA is not necessary